Event description:
Patient called into the pa notify line to get assistance with a broken dexcom sensor, they were told to call that line from the hospital dietician. Let patient know what cmm does, however patient did mention on the phone that his device was broken and has not been working for over a day. Pt did not consent to follow up. No further information/clarification available. (B)(4).